Event description:
This case was discovered by convatec as a result of a maude database search. The following is the event description section maude database: device event key (B)(4); MDR report key (B)(4); report # 1018233-2012-00906. We contacted the MFR for contact info for the complainant and received the following information. Patient was a (B)(6) y.o.m. Who was on admission at a (B)(6) hospital for cellulitis (lower thigh, r, l) and septicemia. He had the flexi-seal fms inserted for watery stool on (B)(6) 2012 for a total of four days to the (B)(6) 2012 when blood was noticed to be mixed with the stool. He previously had a competitor's fecal management system in place from (B)(6) 2012. There was no reason given in the report why that device was removed. On (B)(6) 2012, the flexi-seal fms was removed and a endoscopy was carried out to ascertain the cause and location of the bleeding. The results showed "an ulcer that extended vertically at a distance of 10 cm away from the anus." No active bleeding location was found. The amount of bleeding was not noted in the report but notably, no mention was made of the patient requiring any blood transfusion or other measures to control or correct for the bleeding. The patient expired four days later on (B)(6) 2012. The cause of death was given as sepsis and the opinion of the physician was that the patient's demise was not related to the use of the flexi-seal fms device.

Manufacturer narrative:
(B)(4).